Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. Fluoroscopy valve load inspection was provided and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was implanted according to best practices. The valve depth appeared to be approximately 3-4mm on the non-coronary cusp (image 3) and 3-4mm on the left coronary cusp. The valve was released and significant paravalvular leak was noted on angiogram. Subsequently, a post implant dilatation was performed. During the post implant balloon aortic valvuloplasty, the evolut dislodged aortic during mid dilation. The dislodged valve was snared in the ascending aorta and a second valve was implanted. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 mm balloon. A post bav was performed due to paravalvular leak (pvl). The patient was rapid paced during the post bav. The valve dislodged aortic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a post-implant balloon aortic valvuloplasty (bav) was performed for moderate paravalvular leak (pvl).

Manufacturer narrative:
Corrected data: d4: corrected expiration date: 2024-12-17 and serial#: (B)(6) to expiration date: 2024-12-21 and serial#: (B)(6), h4: corrected device mfg date from 2023-12-18 to 2023-12-22. Update data: h6: conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a conclusive root cause of the moderate pvl could not be determined from the available information. A post-balloon dilatation was provided to treat the pvl, during which the valve dislodged. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Per the image review, the dislodge was the result of interaction with the post-balloon dilatation. Ultimately, a second valve was successfully implanted. This event does not indicate device misuse or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged after placement. A second valve was implanted. No extended hospitalization was required. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical product: product ID l-evprop23-29; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evprop23-29; product lot/serial number unknown; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.